Event description:
In 2001, the cryopreserved pulmonary valve and conduit was implanted into a patient with a history of bicuspid valve, left ventricular hypertrophy, and patent foramen ovale. Concomitantly, the patient underwent replacement of the ascending aorta with a dacron graft. Per reports received in july, 2002, approximately 4 months post-op an echocardiogram indicated two highly mobile attached echodense masses on the graft. The patient subsequently was treated with anticoagulation therapy. At approximately 9 months post-implant, the patient developed right ventricular dysfunction with class ii congestive heart failure symptoms requiring pulmonic homograft dilation.